Manufacturer narrative:
Suspect medical device, device manufacture date, implant date: cuff: (B)(4), batch/lot # 912006006, mfg date 12/11/2014, exp date 12/06/2019, implant date: (B)(6) 2015. Pump: (B)(4), batch/lot # 937826018, mfg date 07/01/2015, exp date 06/11/2016, implant date: (B)(6) 2015.

Event description:
It was reported that following the implant of an ams800 artificial urinary sphincter (aus) device on (B)(6) 2015 and subsequent balloon revision surgery on (B)(6) 2018, the patient is now incontinent again and aus doesn't work.